Event description:
It was reported that  patient thinks that their implanted neurostimulator is excessively discharging while idle. The patient is not experiencing any therapy related issues. The patient scheduled a follow-up appointment with their programming physician in order to perform a recharge interval estimation and to review the usage history to determine how regularly the implanted device was being used as well was what the corresponding charge levels in the implanted device were.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that cause is still not established but it is noted that patient has new active settings for their device however they claim to only use their therapy intermittently. Patient was able to meet with neurologist on (B)(6) 2026. Issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.